Manufacturer narrative:
(B)(4). Patient was born on an unreported date in 1977. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by inflammation. It is unknown if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for peritonitis. At the time of report, the patient was recovering from the event. Extraneal and physioneal therapies were ongoing. No additional information is available.